Event description:
This pi is for the robot used in the primary procedure. As reported in pi 2163866: "dr. Revised a triathlon cs insert from a 3x9 to 3x11 on the left knee due to patient hyper-extension. Original surgery was on (B)(6) 2017". Rep provided primary and revision usage sheets and reported that no further information is available per hospital policy.

Manufacturer narrative:
Reported event: an event regarding revision involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. It was reported that ¿in pi 2163866: "dr. Revised a triathlon cs insert from a 3x9 to 3x11 on the left knee due to patient hyper-extension. Original surgery was on (B)(6) 2017". Rep provided primary and revision usage sheets and reported that no further information is available per hospital policy.¿ product evaluation and results: not performed as case session data was not provided. Product history review of the device history records associated with rio 163 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn: 209999 reports no similar complaints for pka software, other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required at this time. If additional information is received such as the session files, then the complaint will be reopened. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn: 209999 reports no records related to pka software, other. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. As reported in pi (B)(4): "dr. Revised a triathlon cs insert from a 3x9 to 3x11 on the left knee due to patient hyper-extension. Original surgery was (B)(6) 2017". Rep provided primary and revision usage sheets and reported that no further information is available per hospital policy.